Manufacturer narrative:
Received one (1) used 011-h3362 pur clear/yello bifuse add-on set w/clave for inspection. The yellow tubing just below the piercing pin was observed to be damaged. The reported compliant can be confirmed. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 41 cm (16") pur clear/yellow bifuse add-on set w/clave®, dry spike adapter which the customer reported leaked during patient use. The customer stated that one minute after introduction of the cytotoxic (busulfan) there was disintegration of the tubing downstream of the valve. The device was changed. There is no information available regarding the patient's state. The treatment was fully administered. There was no loss of blood. The medication came into contact with the patient and the healthcare provider but nothing to report regarding the effects on them. The leak was cleaned according to facility¿s protocol. There was no visible default noted on the device before use but a hole/cut/tear was noted 1 minute after administering the cytotoxic. There was patient involvement, however, no harm was reported.

Manufacturer narrative:
The device has been returned for evaluation, however, investigation is not yet complete.